Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06r87-22 that has a similar product distributed in the us, list number 06r87-20.

Event description:
The customer reported false positive architect sars-cov-2 igm results for a male patient. The following data was provided (cut off range for sars-cov-2 igm: >/= 1.00 s/c is positive): on (B)(6) 2020, a sample was collected at another lab that uses abbott platform = sars-cov-2 igm = 54 s/c (positive) on (B)(6) 2020, the patient generated a negative pcr result. On (B)(6) 2020, sid (B)(6) = sars-cov-2 igm = 57 s/c (positive); sars-cov-2 igg = negative; chorus (elisa) = 1.3 (cutoff is 0.9 = negative) there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Description of event or problem: old sid (B)(6) updated to new sid (B)(6) old information: sars-cov-2 igg = negative updated to new information: sars-cov-2 igg = 0.03 s/c (negative). Old information: chorus (elisa) igm = 1.3 (cutoff is 0.9 = negative) to updated information: chorus (elisa) igm = 1.3 index (cutoff is 0.9 index).

Event description:
The customer reported false positive architect sars-cov-2 igm results for a male patient. The following data was provided (cut off range for sars-cov-2 igm: >/= 1.00 s/c is positive): on (B)(6) 2020, a sample was collected at another lab that uses abbott platform = sars-cov-2 igm = 54 s/c (positive). On (B)(6) 2020, the patient generated a negative pcr result. On (B)(6) 2020, sid (B)(6) = sars-cov-2 igm = 57 s/c (positive); sars-cov-2 igg = 0.03 s/c (negative); chorus (elisa) igm = 1.3 index (cutoff is 0.9 index) there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false positive architect sars-cov-2 igm results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Clinical specificity testing was performed using an in-house retain kit lot of 21404fn00 stored at the recommended storage conditions. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 21404fn00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. In this case, the customer queried the positive igm results as pcr was negative. The information provided shows that the patient tested positive for igm on the 20 october 2020 and returned a negative pcr result on the 23 october 2020 suggesting the window (typically 1-2 weeks) in which the patient was viremic (ag or pcr positive) may have been missed at an earlier date. The patient also tested positive for igm on the 29 october 2020 and tested positive for igm on an elisa method. Testing was performed for the returned patient sample using the 6r87 igm assay, the 6r86 igg assay and the 6s60 igg ii quant assay. A positive igm result of 57.08 index was obtained for the sample which aligned with the customers observation. The sample returned negative results on the igg (0.08 index) and igg ii quant assay (10.1 index). Results obtained for the return sample suggest potential seroconversion. Per product labeling, the host immune system reacts to the infection by sars-cov-2 by producing specific antibodies. These antibodies have been reported to appear in serum or plasma of infected individuals after the detection of viral ribonucleic acid (rna) in swabs and a few days to 2 weeks after the onset of symptoms. Specific igm antibodies to sars-cov-2 may be detectable in covid-19 patients during the symptomatic phase of the disease after rna is no longer detectable. At this time, duration and strength of the igm antibody response continue to be characterized; the kinetics of this response are unknown. Per the clinical performance section of the package insert, a study was performed to estimate the negative percent agreement (npa), 2965 serum and plasma specimens from subjects assumed to be negative for sars-cov-2 were tested using the sars-cov-2 igm assay. All of the specimens were collected prior to september 2019 (pre-covid-19 outbreak). The npa is 99.56% (95% ci: 99.25, 99.74). Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation architect sars-cov-2 igm reagent lot 21404fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igm reagent was identified.